Manufacturer narrative:
An event regarding a fractured keel trial involving a triathlon keel trial was reported. The event was confirmed. Method & results: -device evaluation and results:the neutral keel trial broke in a mixed-mode overload manner at the tab and base. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: no patient medical records were available for review. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation determined the likely root cause of the fracture of the device was due to mixed mode overload during trialing. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that when implanting a primary triathlon knee, the surgeon, was putting the stem into the tibia and he used a modular keel trial from a difficult primary instrument set. When pushing the device down into the tibia, one of the legs on the device allegedly snapped off. The surgeon was able to retrieve the piece. The case was completed without the need for any further instrumentation (although another of these devices was on hand). There were no surgical delays as a result of the reported event.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The customer reported that when implanting a primary triathlon knee, the surgeon, was putting the stem into the tibia and he used a modular keel trial from a difficult primary instrument set. When pushing the device down into the tibia, one of the legs on the device allegedly snapped off. The surgeon was able to retrieve the piece. The case was completed without the need for any further instrumentation (although another of these devices was on hand). There were no surgical delays as a result of the reported event.